Event description:
Caller alleged discrepant results compared with the lab. Patient received lovenox on the evening of (B)(6) 2010. Pt then tested using the inratio meter on (B)(6) 2010 and received a 2.4. Then went to cardiologist's office and received a 1.4 on doctor's inratio meter (unk time difference). Pt also tested at the lab and received a 1.4 within an hour of cardiologist's test. On (B)(6) 2010, pt in the hospital due to clotting.

Manufacturer narrative:
Investigation pending.